Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for renal failure chronic. Dianeal and extraneal therapies were ongoing. The patient experienced peritonitis manifested by peritoneal cloudy effluent and was hospitalized on the same day for the event. The patient was treated for peritonitis with an unknown antibiotic medication. The patient was recovering from the event. The physician also stated that the peritonitis bacterial was likely due to a break in aseptic technique during the peritoneal dialysis procedure. On an unreported date, retraining of proper connect/disconnect method and aseptic technique was performed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.